Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Concomitant medical products: mentor memorygel breast implant 450cc, catalog number 3507450bc, serial number (B)(4), lot number 5736293. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision with a mentor memorygel breast implant 450cc and experienced capsular contracture baker grade iii and silent rupture on the left breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 500cc on (B)(6) 2019.